Manufacturer narrative:
The patient stated that a dressing was placed over the wound. The clinical representative advised the patient not to turn on the stimulator until the implanting clinician follows up on the occurrence. The clinical representative reached out to the implanting clinician's office and set up a follow-up appointment for (B)(6) 2021. On (B)(6) 2021, the implanting clinician had a follow-up appointment with the patient. On this date, the implanting clinician determined the patient was experiencing erosion and infection. The implanting clinician decided to remove the leads on (B)(6) 2021, and prescribed antibiotics (dosage, frequency, and name unknown) to treat the infection. The patient noted that she had adhered to post-op instructions and had not engaged in any strenuous activity. The patient also reported the incision site had been healing slowly. However, she never notified the implanting clinician or the clinical representative because she did not know if that information was relevant. A stimwave representative conducted a review of sterilization and packaging records for the respective product lots; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection/erosion is unknown/no problem found. Design fmea for stimq 06-01233 and hra for stimq 06-01232 was reviewed and device erosion is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required.

Event description:
On (B)(6) 2021, the clinical representative was made aware by the patient that part of one of the leads was protruding out of the patient's skin.